Manufacturer narrative:
The patient underwent mesh implantation in order to treat pop, stress urinary incontinence, cystocele. It was reported that following insertion the patient experienced severe pain, mesh erosion, recurring infections, red raised rashes over body (mainly lower half), joint swelling, impairment, immobility, excruciating pain, burning sensation, serum sickness, abdominal pain and swelling, vaginal pain and discomfort, sexual dysfunction, vaginal nerve damage and depression. It was reported that patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.